Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new information become available, a follow up MDR will be submitted.

Event description:
Received information stating customer's on-board insulin was 0 and customer was not sure if there was insulin in the cartridge. Reportedly, customer's blood glucose level was impacted.